Manufacturer narrative:
There was no response, from the author of the article, to requests for further information regarding the adverse events described. The article concluded that the double-chimney technique is a feasible and less invasive treatment for distal arch aneurysm with short proximal neck in patients at risk when undergoing sternotomy and in emergent cases. Associated file: 1219977-2017-00102.

Event description:
Received an article titled: endovascular repair of distal arch aneurysm with double-chimney technique. Annals of thoracic surgery, 95, 1778-1780. The article reported two cases of distal arch aneurysm treated by thoracic endovascular aneurysm repair (tevar) with the double chimney technique. Per the article, procedural complications included adverse events associated with the procedure.